Event description:
It was reported that on (B)(6) 2022, during an affirm upright biopsy system during a normal procedure , the samples could not retrieve the calcifications with the coordinates programmed in the machine. The procedure was ended prematurely and the patient had to be rescheduled for a new procedure. A field engineer examined the console and determined that the calibration had been done correctly and also revealed some internal communication errors. A mechanical system calibration was performed which revealed some motor axis errors found. The biopsy control module and biopsy guidance module were replaced and the system met the manufacturers specifications. No other information is available.